Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the health care provider (hcp) printed an atrial fibrillation (af) episode for patient number one. Once completed with review of the report, hcp opened patient number two trend's report and the portable document format (pdf) contained the same af episode printed from patient number one. Patient number two has no history of af. The issue appears to be the only occurrence for the clinic. A ticket was opened to investigate further. The network remains in use. No patient complications have been reported as a result of this event.